Event description:
It was reported that implantable neurostimulator, implanted since (B) (6) 2007, had early battery depletion. Telemetry was not possible; the hcp expected longer battery life. Additional information has been requested, a follow-up will be sent when additional information becomes available. The patient was reported as doing 'well'; there were no complications.

Manufacturer narrative:
(B) (4).